Manufacturer narrative:
Correction to show all information for event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a warming sensation at their head and forehead everyday, even the day that they didn't recharge their ins. However, they mentioned that they felt electric shock at their ears and chin during the charging process. Electrode impedances were measured and all were within normal range. The physician requested the patient to recharge their ins during a clinic visit and they didn't feel any electric shock. The leads were still in a good position after a CT scan as well and the cause was unknown as the patient didn't have any falls or accidents. The physician decided to re-program their settings and adjust their medication. The patient was then feeling less warming sensations. However, the issue being totally resolved was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va097pq serial# implanted: 2014-01-30 explanted: product type lead product ID 37085-60 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: product type extension product ID 37085-60 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va097pq, ubd: 25-mar-2016, UDI#: (B)(4). ; product ID: 37085-60, serial/lot #: (B)(4), ubd: 29-aug-2017, UDI#: (B)(4) ; product ID: 37085-60, serial/lot #: (B)(4), ubd: 29-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a warming sensation at their head and forehead everyday, even the day that they didn't recharge their ins. However, they mentioned that they felt electric shock at their ears and chin during the charging process. Electrode impedances were measured and all were within normal range. The physician requested the patient to recharge their ins during a clinic visit and they didn't feel any electric shock. The leads were still in a good position after a CT scan as well. The physician decided to re-program their settings and adjust their medication. The patient was then feeling less warming sensations. However, the issue being totally resolved was unknown.